Event description:
The customer reported the system displayed communication, cine, and software errors and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.